Event description:
On (B)(6) 2015, the smartview version was upgraded to 2.44. The programmer was switched off properly and when rebooted, it was remained on throughout 1hour 30 minutes. Then the programmer was switched off properly. In the afternoon, the user could not interrogate devices because the ¿interrogate¿ button was not available. On (B)(6) 2015, the described behavior was not observed anymore. Preliminary analysis showed that the reported behavior was due to initialization events received by the manager in the wrong sequence for an unknown reason. The programmer is functional.

Event description:
On (B)(6) 2015, the smartview version was upgraded to 2.44. The programmer was switched off properly and when rebooted, it was remained on throughout 1hour 30 minutes. Then the programmer was switched off properly. In the afternoon, the user could not interrogate devices because the "interrogate" button was not available. On (B)(6) 2015, the described behavior was not observed anymore. Preliminary analysis showed that the reported behavior was due to initialization events received by the manager in the wrong sequence for an unknown reason. The programmer is functional.